Manufacturer narrative:
Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that patient experienced tamponade. A blazer prime® htd was selected to be used. During the procedure, it was noted that the patient had a tamponade and pericardiocentesis had to be performed. No further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during supra ventricular tachycardia ablation procedure, no vessel perforation was noticed. The procedure was not completed.